Event description:
The patient received the scs system on (B)(6) 2009. It was reported the patient is no longer receiving stimulation. It was also reported the ipg is shallow. The patient programmer and charging system will not communicate with the ipg. Adding space and the use of a second charging system did not resolve the issue. The manufacturer has attempted to obtain a status update regarding the next course of action for the patient; however, no further information is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.